Event description:
The patient stated her blood glucose has been elevated in the 432-500 mg/dl range. She stated she was vomiting and did not fell well. Her normal blood glucose range is under 200 mg/dl. She stated she is not currently on the infusion device because it shut down due to technical inspection. She is using injection therapy because she does not have a backup infusion device. While on the phone with pump support, the patient's replacement infusion device was delivered. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.